Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition of essure device/migration of essure device'), endometritis ('endometritis'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('spontaneous abortion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify no" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2016, (B)(6) 2005), ovarian cyst, vomiting, diarrhea, menses irregular, dyspareunia, dysmenorrhea, endometritis and ectopic pregnancy. Concomitant products included levonorgestrel (mirena) from 2009 to 2011 for birth control. In 2009, the patient had essure inserted. In 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), mood altered ("hormonal changes- moody"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), rash ("rashes or skin conditions type: rashes on skin"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems - blurred vision"), headache ("headaches"), hot flush ("hormonal changes- hot flashes"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("arm pain") and pain ("all over pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral proximal salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, endometritis, pelvic pain, mood altered, vaginal haemorrhage, urinary tract infection, rash, migraine, nausea, vaginal discharge, eye disorder, fatigue, weight increased, bladder disorder, urinary tract disorder, vision blurred, headache, hot flush, abdominal pain upper, back pain and pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, back pain, bladder disorder, device breakage, device dislocation, endometritis, eye disorder, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, nausea, pain, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion :- 2008 mirena was inserted in 2009 for birth control and fell out of place in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.132 kgs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, cramping, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : new events, "hormonal changes specified as hot flashes and moody; stomach pain, back pain, arm pain, all over pain, essure confirmation test not conducted were added. Bladder infection, vaginal infection and infection (other) were deleted as event because infection (bladder/ urinary tract/vaginal) was specified as uti.onset dates of events were added. New reporter contact information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device/migration of essure device"), endometritis ("endometritis"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("spontaneous abortion") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2016, (B)(6) 2005), ovarian cyst, vomiting, diarrhea, menses irregular, dyspareunia, dysmenorrhea, endometritis and ectopic pregnancy. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), infection ("infection (other)"), rash ("rashes or skin conditions type: rashes on skin"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral proximal salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, endometritis, pelvic pain, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, infection, rash, migraine, nausea, vaginal discharge, eye disorder, fatigue, weight increased, bladder disorder, urinary tract disorder, visual impairment and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, cystitis, device breakage, device dislocation, endometritis, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion : 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.132 kgs. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, cramping, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device/migration of essure device"), endometritis ("endometritis"), genital haemorrhage ("abnormal bleeding (general)"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("spontaneous abortion") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2016, (B)(6) 2005), ovarian cyst, vomiting, diarrhea, menses irregular, dyspareunia, dysmenorrhea, endometritis and ectopic pregnancy. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), infection ("infection (other)"), rash ("rashes or skin conditions type: rashes on skin"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), visual impairment ("vision/eye problems") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral proximal salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, endometritis, pelvic pain, hormone level abnormal, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, infection, rash, migraine, nausea, vaginal discharge, eye disorder, fatigue, weight increased, bladder disorder, urinary tract disorder, visual impairment and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, cystitis, device breakage, device dislocation, endometritis, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy of date of insertion :- 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, vaginal bleeding, cramping, nausea. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received : new events, "hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or infection miscarriage), infection (bladder/ urinary tract/vaginal), infection (other), malposition of essure device, rashes or skin conditions type: rashes on skin. Bladder or urinary problems or changes, migraines / headaches, nausea, device breakage, pain, vaginal discharge, vision/eye problems, fatigue, weight gain, endometritis, device ineffective". Patient's information was added and updated. New reporter contact information was added. Patient's demographics were added. Product information was updated. Medical history was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.